Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The stenosed target lesion was located in the radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of same device. There were no patient complications reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres. The returned device was attached to an encore inflation unit. The balloon was inflated to the rated burst pressure of 24 atm with no leaks or issues was noted with the balloon material. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The stenosed target lesion was located in the radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of same device. There were no patient complications reported and patient status was stable. It was further reported that the target lesion was 70% stenosed, severely tortuous and moderately calcified. The balloon was inflated three times at 20 atmospheres each for 1 minute, and the device was removed by pulling it back.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The stenosed target lesion was located in the radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of same device. There were no patient complications reported and patient status was stable. It was further reported that the target lesion was 70% stenosed, severely tortuous and moderately calcified. The balloon was inflated three times at 20 atmospheres each for 1 minute, and the device was removed by pulling it back.